Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had an image blackout during up angulation. The issue occurred during set up. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updates fields: b5, g3, h2, h3, h6 and h11. The device was returned to olympus for inspection, and the reported failure was confirmed - the image disappears during angulation. In addition, the following reportable malfunction was identified during the device evaluation: connecting tube has coating peeling. (1mm2 or more). Based on the results of the investigation, it is likely due to external stress applied, and it is possible that the image sensor unit was damaged as a result and there was no image. Peeling was likely due to degradation problem and or some kind of physical stress. The root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.